Event description:
It was reported that the customer's insulin pump experienced a blank display. The customer stated that he cleaned off the battery cap and compartment, but the blank display persisted. The customer's blood glucose was 137 mg/dl. Troubleshooting was done. The customer stated that the insulin pump was not dropped or bumped. However, the customer acknowledged that the insulin pump had been exposed to moisture via reservoir leaks in the past. The customer confirmed that the battery compartment and spring were neither damaged nor corroded. Advised customer to insert a new aaa alkaline battery, and the customer stated that the display did not return. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.